Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 12/30/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2013 with the following findings: visual inspection revealed that the battery compartment was cracked near the case seal. Unrelated to the casing damage, investigation also revealed that the audio bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).